Event description:
A biomedical engineer reported difficulty with the phaco power during a procedure. The system and the handpiece was exchanged and the procedure was completed. The engineer indicated this was probably due to a setup issue or a loose phaco tip. There was a reported delay of about 10 minutes while the system and handpiece were exchanged. There was no pt injury reported.

Manufacturer narrative:
A company service rep examined the system and was unable to duplicate the reported problems. The rep checked the unit with the fluid management system (fms) that was used at the time of the event and the reported handpiece and both were within specifications. The customer had not saved the phaco tip and sleeve. The handpiece was tuned and exercised multiple times with no problem. The drive voltages were also checked and were within specifications. The remote control batteries were then replaced. The system was then tested and met all product specifications. (B)(4).